Event description:
Physician was called to the patient's room due to new onset atrial fibrillation. The patient was wearing a non-rebreather mask with oxygen saturation of 90%. On cardioverting the patient, there was electrical arcing along the defibrillator pads, which caused a fire that reached the patient's face. The non-rebreather mask was removed from the patient's face, and the fire was extinguished. The patient suffered what appeared to be second degree burns to the upper chest and lower face. The patient was transferred to the critical care unit for further management. The patient was intubated for airway protection. Bronchoscopy was performed, which showed thin secretions, no charring or discoloring in the airway. The patient was transferred to a burn center.